Event description:
It was reported that the programmer had a loose radiofrequency programmer head connection which kept the programmer heads from being able to interrogate. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the rf head connector was loose. It was also noted that the programmer had corrosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.